Event description:
0.9% sodium chloride 10 ml syringe was attached for the final flush of a patient's medication. The rn was able to flush 7 mls of the solution but then met resistance in the flush, not being allowed flush the remaining 3 ml. Staff reported that this has occurred on two other separate instances previous to this being reported.